Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent system error and x-rays were disabled. This resulted in an intermittent, recoverable loss of imagining functionality. This could result in procedural delays. There is no report of injury or death associated with this event.